Event description:
It was reported to philips that the defibrillator-pacer function had a system shutdown during cardiac monitoring on a patient. The unit was taken to hospital biomedical department and has been displaying the rfu symbol ever since. The device was simply monitoring the patient with no shocks attempted. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
It was reported to philips that during a stable cardioversion/ pacing procedure, the device had a system shutdown while monitoring the patient. When the device turned off, the nurse changed defibs and continued to monitor the patient. The device was not being used to deliver shocks. The unit was taken to hospital biomedical department and has been displaying the rfu symbol ever since. The device was simply monitoring the patient with no shocks attempted.the device was reported to be in use on a patient, but no adverse event to patient or user was reported. The bench technician evaluated the device and found no faults. However, it was recommended that the processor pca be a precautionary replacement. The device evaluation did not find any faults with the device. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem. In light of this the processor pca was placed as a precautionary action.